Manufacturer narrative:
Final analysis found the lead was returned in two pieces. An external abrasion was noted at 39.8 cm to 40.1 cm from the distal tip which breached the outer insulation and exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device. The damage contributed to the reported noise.

Event description:
New information received stated that on 08/15/18 the patient presented to the hospital for the right ventricular and atrial leads extraction. The leads were explanted and replaced and the patient was discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018 the patient experienced a ventricular fibrillation (vf) event and the defibrillator detected it and charged for the first shock. Over current detection test before the high voltage delivery exhibited a problem with the right ventricular lead and aborted the shock. The algorithm then switched and a second charge was completed and delivered. The shock successfully broke the vf and the patient returned to sinus rhythm. The patient presented to the emergency room but was transferred to the (B)(6) heart institute where the device tachycardia therapy was disabled. It was also noted that the atrial lead had a history of noise resulting in inappropriate auto mode switch episodes as far back as (B)(6) 2018. The asymptomatic patient was discharged with a lifevest.